Manufacturer narrative:
(B)(4). Batch # m92x76. The analysis results found that the 2b12lt device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. In addition, a test instrument was inserted and removed from the sleeve with no anomalies noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device had noticeable blood and fluid within optiview channel would cause it to stick on one side. The optiview ring (funnel/seal) came over to one side of the trocar. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please follow-up with the surgeon to determine the following information: was buttressing material being used? What instruments were being used that were put through the trocar? Please confirm that the white ring you are referring to is the ring that is in the reducer attachment cap (outer seal).

Event description:
It was reported that during a laparoscopic bypass procedure, the trocar inner slit would creep over during instrument exchanges frustrating surgeon because it would block tunnel where stapler was to go down. Stuck finger in tunnel to push and slide over white ring portion to complete the procedure. There were no adverse consequences for the patient.